Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: was any portion of the target tissue stapled or cut when the stapler blocked? Yes but few mm. If yes, were the staple line and cut line approximately equal in length? Not assessable when the stapler blocked, was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Through the manual override if yes, did the jaws eventually open? Yes.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was any portion of the target tissue stapled or cut when the stapler blocked? If yes, were the staple line and cut line approximately equal in length? When the stapler blocked, was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? What color cartridge was being used?

Event description:
It was reported that during a pulmonary resection procedure, at the second firing, the stapler blocked and didn¿t open anymore. The stapler was replaced with a new one. There were no adverse consequences for the patient.